Event description:
Customer observed several troponin t flyers this year, the following two examples were provided: pt 1, initial troponin t 0.275 ug per l. Same sample repeated twice gave less than 0.010 ug per l twice, both repeat results were accompanied by a data flag (results below measuring range). Pt 2, tested on (B) (6) 2009, initial troponin t 0.083 ug per l. Same sample repeated gave less than 0.010 ug per l, repeat result was accompanied by a data flag (results below measuring range). All results were generated from the same analyzer. Sample types were serum in 13x100 bd vacutainer sst tubes. No info was provided to determine if pts were adversely affected. No adverse events were reported. The field service rep changed the measuring cell and aligned tubing (on (B) (6) 2009 after the false positive result). Performance tests performed prior to changing the measuring cell were out of spec. After the measuring cell change, performance tests were within spec.

Manufacturer narrative:
If add'l info is received, appropriate notification will be provided.